Event description:
The "peg" on the femoral rasp is broken off.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an accolade rasp was reported. The event was confirmed through evaluation of the returned device. Method & results: product evaluation and results: visual inspection: visual inspection of the returned device indicated that the connection post of the broach is fractured at or near thinnest point of the ¿v.¿ the device otherwise appears well-used based on the damage visible on all other areas of the post and proximal surfaces. Dimensional inspection: dimensional inspection was not performed as dimensional aspects are not in question. Functional inspection: functional inspection was not performed as functional aspects are not in question. Material analysis: not performed as visual inspection provided no indication that the event was a result of a material integrity issue. The device overall appears severely worn as significant mechanical damage is visible on the proximal surfaces of the device, including the non-fracture surfaces of the connection post. Material analyses have been performed on previously returned devices indicating fracture in overload and device material consistent with the product drawing. If further information becomes available additional testing will be performed on this device. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: visual inspection: visual inspection of the returned device indicated that the connection post of the broach is fractured at or near thinnest point of the ¿v.¿ the device otherwise appears well-used based on the damage visible on all other areas of the post and proximal surfaces. Dimensional inspection: dimensional inspection was not performed as dimensional aspects are not in question. Functional inspection: functional inspection was not performed as functional aspects are not in question. Material analysis: not performed as visual inspection provided no indication that the event was a result of a material integrity issue. The device overall appears severely worn as significant mechanical damage is visible on the proximal surfaces of the device, including the non-fracture surfaces of the connection post. Material analyses have been performed on previously returned devices indicating fracture in overload and device material consistent with the product drawing. If further information becomes available additional testing will be performed on this device. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The "peg" on the femoral rasp is broken off.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : device not returned.